Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient experienced hip pain, elevation of chromium and cobalt blood levels, and a limp with ambulation. Update 07/05/2012; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update 02/18/2013-sales rep reported revision surgery due to pain, fluid buildup and femoral component loosening. The srom sleeve and srom stem was added to complaint.